Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a direct anterior hip replacement, both the offset jointed reamer and the offset insertion handle did not work properly. During reaming of the acetabulum, the base of the jointed offset reamer broke off. It is the connection end of the reamer handle that connects to the drill. It was a clean break and no other fragments were generated. Both the handle and the broken end were retained and are in my possession to ship to the complaints unit. No consequence to the patient as another reamer handle was opened to substitute. There was a 2min delay. Later in the case, during implant insertion, the offset stem inserter failed to engage with the handle. There was another 2min delay as a result so that we could get another offset inserter opened. Upon testing both the offset shaft and the handle, we found that both must have some sort of damage inside, as neither would assemble onto other working shafts/handles. There was no patient consequence as a result of this delay. The procedure was finished successfully. Was surgery delayed due to the reported event? Yes. Was procedure successfully completed? Yes. Patient status/ outcome / consequences: no.